Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient may undergo surgical intervention. Reason unknown at this time.

Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
Further information was received indicating this event is no longer reportable as the system was explanted electively so the patient could receive a neck fusion.